Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 25 months ago. It was reported 23 months post stent graft implant that the patient developed a proximal and distal pseudoaneurysms and a proximal type I endoleak, treated with a proximal main and a distal endoleak and pseudoaneurysm were treated with two distal devices. (Ref. MFR #2953200-2008-01116). The distal pseudoaneurysm that was approximately 3 cm distally from the most distal stent graft was treated with two thoracic stent grafts. It was reported two months later, there was a proximal dissection post secondary intervention. (Ref. MFR #2953200-2010-01574). No further information was provided at that time on if the dissection was treated. The patient presented 30 days post secondary intervention and the follow-up CT demonstrated a type iii endoleak between the two distal devices (ref MFR #2953200-2010-01902). Vessel morphology at this time was reported as severe angulation of the thoracic aorta which resulted in the type iii endoleak. The physician treated the type iii endoleak with a talent 42 proximal main, bridging the two devices and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak, severe angulation of the thoracic aorta. Conclusions: severe angulation of the thoracic aorta.